Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device was not working, so the hcp turned the device off. The patient indicated this was 3 years ago (the patient was implanted a year and a half prior to the report). The patient reported no therapy. No further complications were reported.